Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that broken plastic on dri-lok cannula.

Manufacturer narrative:
The product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence. Visual inspection: there's physical damage at the distal tip of cannula 1 and 2. Also, pieces of the distal tip look to be broken off from cannula 1 and 2. The distal tip pieces were not received with the devices. There's no physical damage at the distal tip of cannula 3. The probable root causes: excessive force applied to cannula by user. Contact force with a hard surface/other surgical instrument.

Event description:
It was reported that broken plastic on dri-lok cannula.